Manufacturer narrative:
Investigation summary: lot number history review / DHR review. Complaint trending review of the lot for this issue reveals this is the first complaint. Based on DHR review, there were no non-conformance relating to this defect. Sample evaluation: evaluating the sample provided by the customer, it is possible identify foreign matter, confirming the defect. According to the evaluation of the batch history, no occurrences related to the problem are observed. After this evaluation it can be affirmed that this is an individual occurrence, potentially related to material residue. The defect identified from this complaint will be monitored for trend evaluation. Based on sample, the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was able to duplicate or confirm the failure mode indicated by the customer. Root cause description: were evaluated the records of the batch and the evaluation of the sample provided by customer. During the batch production there were no records of occurrences are related to this defect, however after the analysis of the sample it is possible confirm foreign matter. After this evaluation this is an individual occurrence, potentially related of material residue. Rationale: CAPA not required.

Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found inside a bd 20ml plastipak ¿ syringe near the plunger. The foreign matter was found prior to use. No report of injury or medical intervention.